Event description:
It was reported that presented with infection and erythema at the site of the pump. The patient underwent surgery to remove the pump secondary to signs of cellulitis and infection. It was noted that the catheter was fractured 3-4 cm from the pump connection. No catheter intervention was reported. The pump connector and a 6.1 cm piece of the proximal catheter were returned to the manufacturer for analysis. The patient outcome was reported as non-serious injury/illness. The patient's pump contained morphine.

Manufacturer narrative:
The pump and a catheter segment were returned for analysis. Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the 6.1 cm catheter segment and pump connector revealed no anomaly found, acceptable catheter testing.